Event description:
Patient reports scs (spinal cord stimulator) is deformed and causing discomfort. He states he's experiencing electrical shocks even when the device is turned off. Manufacturer response for spinal cord stimulator, eterna implantable pulse generator (per site reporter). Surgeon's note indicates the patient contacted the manufacturer and made them aware of the issue.